Event description:
It is reported that the surgeon built the as humeral system into a monoblock construct first. He then implanted the monoblock construct into the pt. After full implantation the humeral head disengaged from the ball taper. The surgeon couldn't disengage the ball taper from the stem. Therefore, he removed the system and implanted a new one. Date of surgery is unknown.

Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).